Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A review of the device history record was completed for batch # 8113647. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications that did not pertain to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for stopper separates on lot # 8113647. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 4 bd¿ insulin syringe with the bd ultra-fine¿ needles experienced stopper separation during use.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 1cc, 6mm, 31g syringes in an open poly bag from lot # 8113647. Customer states that the stopper came away on 4 syringes from this box. Both returned syringes were tested and both stoppers separated from the plunger rod when attempting to draw the plunger back. A review of the device history record was completed for batch # 8113647. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. As per manufacturing: probable root cause- heating issues from the mold press causing incomplete tips on the plungers to be made which would cause the plunger to separate from the stopper.

Event description:
It was reported that 4 bd¿ insulin syringe with the bd ultra-fine¿ needles experienced stopper separation during use.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd¿ insulin syringe with the bd ultra-fine¿ needles experienced stopper separation during use.